Manufacturer narrative:
The investigation into the purge leak has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the issue was a leak from the sidearm, but the exact location of the leak was unknown since product was not returned. The failure mode will be monitored and trended.

Event description:
A 58 year old male with cardiomyopathy presented for impella support. The patient was on impella support for eighty-one (81) days awaiting a heart transplant. On day 80, the team had to troubleshoot to remedy a purge leak at the sidearm. The team intervened by applying a wrap with tegaderm and sutures as there was no bone wax available. The team was successful and the support ended the following day as planned. There was no early explant. The impella had been used well beyond indication. There was no serious injury to the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.